Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was over 46 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. E70 error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, excessive no delivery and the dva test due to motor error alarm.